Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. The customer acknowledged. Upon follow up, the battery depletion rate was within normal parameters.